Event description:
It was reported that the patient's revision surgery was aborted due to the anesthesia causing the patient's oxygen saturation to drop. The revision surgery was due to the return of the patient's pre-existing pain caused by the spacer moving. The physician believed the movement was caused by undersizing of the original spacer. Since the revision surgery was aborted the original spacer remains implanted and the patient was reportedly doing well.